Event description:
It was reported that multiple error e103 was displaying on the light source. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
E1 full name and address: (B)(6) hospital the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d10, h3, h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the igniter. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.